Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30-degree endoscope plus was analyzed and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter was removed from endoscope housing and evaluated and found with an attached endoscope adapter (aea) shaft bearing contributing to friction. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. The endoscope was also found with damage to the button pack assembly. A visual inspection confirmed hairline crack on l/r button of the button pack assembly. The complaint was confirmed by failure analysis. A review of the complaint was performed by an intuitive surgical, inc. (Isi) fae. The following additional information was provided: errors 45311 and 45312 are interruption errors for loss of video in either the left or right optical eye. Error 48221 is a catch-all communication error with more important details within the parameter values. All three are unrelated to the reported issue for inverted/mirror image but can be used for any loss of video complaint. We can use error 23003 to identify potential offset between the endoscope adapter that attaches to the usm and housing. If there is an offset greater than 20 degrees, then this error should be triggered could potentially be related to an inverted image. There were multiple uses after the event date of (B)(6) 2025 and error log was available for sn (B)(6). The error code 23003 is not available in the tool (scope error finder) used for fa. Additionally, the scope was used multiple uses through (B)(6) 2025. I am not aware of any system errors we can correlate to mapping of the optical eyes. Both a loss of video and an inverted image can occur during a procedure with an endoscope. For instance, you may experience video loss in either the left or right eye but continue with the procedure and later see a 23003-error triggered when requesting a tip up/down swap. Based on the fa results, if an inverted image was observed during the procedure, the likely root cause is aea binding, and video loss is most commonly associated with a wpb defect. The probable root cause of adapter binding is attributed to component susceptibility to increased friction.

Event description:
It was reported that during a da vinci-assisted pyeloplasty surgical procedure, the 30º optical video endoscope gave errors with the message: ¿left video lost, check connection and video power¿, with fault code 45311. These failures have occurred frequently, resulting in the need to remove the equipment from the vision side cart (vsc) input port several times to try to restore functionality. Fault detail: loss of left video: the system signals the loss of the left video signal, indicating failures in the video connection or power supply. Recoverable failure (code 45311): the recorded failure is classifiable as recoverable, but has been recurring frequently, suggesting intermittent problems or problems in specific components. Problems in video transmission and mirroring: failures were observed in the transmission of the video signal, as well as in the mirroring of the image, affecting the viewing quality and compromising the equipment's performance. Actions already carried out: checking connections and fittings. The procedure was completed with no reported injury.